Event description:
The head spring allegedly broke at the weld near where the head rod goes into lift.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 5410low serial number/date code (B)(4) is approximately 7 months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown.